Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The customer¿s products have been requested for return. The investigation is ongoing. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the coaguchek xs meter. The customer stated the meter had been shutting down during testing. When the batteries were removed, the customer stated the springs in the upper left corner of the battery compartment was black. He believed this indicted the coil heating up. There was no melting of the plastic around the coil. The customer stated there was a small amount of corrosion.